Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and discomfort (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast reconstruction with a 650cc mentor memorygel breast implant and experienced postoperative bilateral discomfort. On (B)(6) 2019, an MRI identified a left-sided rupture. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with unspecified breast implants. This report is for the patient's left-sided device.

Manufacturer narrative:
Mentor became aware of event details that were submitted in error in the initial report sent on 10/23/2019. The catalog number was reported as (B)(4) but is actually (B)(4) (without the hyphen). Additionally, the lot number and unique identifier were mistakenly omitted from the initial report. An updated manufacture date is also provided on this supplemental report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/14/2019, mentor received an update regarding the events submitted in the initial report and first supplemental report. The patient was diagnosed with bilateral breast deformity prior to their reoperation. The patient's replacement devices were 750cc mentor memorygel breast implants (catalog number 3507504bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). Reason for device explant and/or reoperation: bilateral breast deformity. Manufacturer's reference number: (B)(4).